Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 to june 27, 2014. A visual inspection found a particle approximately 0.10 mm in length located inside the reservoir. Ftir spectrophotometer scanning results identified the particle to be polyester material. The reported problem was verified through evaluation. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a half day infusor. This was noted during filling of the device. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.